Manufacturer narrative:
Additional info will be provided once the investigation has been completed.

Event description:
It was reported that the unit was turned on for the first time an error message 'e-2' was displayed.